Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/20/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/07/2014 with the following findings:visual inspection revealed that the battery compartment was cracked in several places. No evidence of moisture damage was found inside of the battery compartment or on the battery cap. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and corrosion was found under the display screen: the reported event was duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed inside of the battery compartment; there was no evidence that the pump sustained any physical damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.